Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet bionic pancreas, which was addressed by instructing the user to toggle bluetooth off and on for the g7 and to restart the sensor, after which sensor pairing completed and the user was advised to call back if no readings were available after fifteen minutes. Symptoms included no glucose readings on the ilet due to loss of cgm signal with no adverse clinical symptoms reported. Outcomes included temporary interruption of continuous glucose data to the ilet with restoration of pairing by the end of the call and no health impact. User support included guided troubleshooting and education focused on cgm connectivity and sensor restart. Investigation of this case revealed a cgm communication interruption without evidence of hardware failure of the ilet, with successful re-establishment of cgm pairing following standard connectivity remediation. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-ilet communication disruption resolved through standard troubleshooting.